Event description:
On (B)(6) 2016, I had a bd texium syringe that had a leak with 5fu in it. No patient was involved. This syringe was not used and a new 5fu dose was drawn up using another syringe. I have a picture of the syringe with the leak. It is a texium 10ml needle free syringe. Item number: (B)(4), lot: d425905 exp: 09/2017. The leak occurred while pulling the 5fu into the syringe. The plunger rod was not pulled at an angle toward the user. Vertical alignment was maintained.